Event description:
This report is based on information provided by philips remote service engineer (rse) plus the site biomed and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the electrocardiograph (ECG) measurement board is damaged. The site biomed worked with the philips rse. The determination was that the ECG measurement board needs to be replaced. The biomed accepted the quote for a new ECG measurement board. The biomed to install board. No further action at this time. Based on the information available from the biomed the cause of the reported problem was the ECG measurement board. The reported problem was confirmed by the biomed. The evaluation concluded the ECG measurement board needs replacement. It was ordered and will be installed by the site biomed to fix the problem. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : remote support provided.